Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker that the insulin pump alarmed weak signal alarm. The customer indicated that their blood glucose was low but the reading was unknown at the time of incident. Troubleshooting found that the customer's wife called for an ambulance during the low and customer was administered glucose paste. Customer declined to speak to the helpline and an email will be sent at a later time. No further details provided.